Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, and malfunction did not recur; customer was advised to continue using pump and to call back if alarm appeared again, and caller acknowledged instructions.